Event description:
Reporting status: serious injury. Reporting retionale: dislodged stent remaining in the pt's coronary. Device issue: failure to advance; disloded stent. It was reported that the pt arrived in hospital in cardiogenic shock. A stent was placed in the lad at a bifurcation (diagonal branch). A second stent was placed above the first one, but left some space between both stents. Inflation was done between the two placed stents and at several other areas in the lad. An attempt was made to advance the mini vision stent delivery system (sds) through the stent struts into the diagonal branch, but the mini vision got stuck and could not be advanced further. When an attempt was made to retrieve the mini vision delivery system, the stent dislodged from the balloon. The pt died the next day, not as a result of this procedure, but because of cardiogenic shock. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Potential causes of dislodgement may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or foreced sheath removal. It should be noted that in the instructions for use, it states, "stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent and reduces the chance of dislodging the stent." Unfortunately, none of the info suggests any of these causes is the most likely cause.